Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
The patient's father reported that the patient could not stand their trial stimulator, so they had to have it taken out. The caller further stated that they think the issue was that the patient had pain from the stimulation, but was not sure. Additional information was reported from the patient's mother indicating that the patient developed an infection in the area that the leads were implanted. The caller stated that they are not sure what caused the infection. They stated that they had them removed on (B)(6) 2016. They mentioned that the patient was in a lot of pain and was miserable. The caller stated that they gave the patient oral antibiotics and that resolved the infection. The caller asked for more details about the charges for the trial. The caller was redirected to their healthcare provider billing office. The patient's trial was for lumbar pain. Additional information from the healthcare provider noted that the patient's trial did not help and was removed.